Manufacturer narrative:
The investigation is still on-going. The results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was removed from use and there was no patient injury reported.

Manufacturer narrative:
A dispatched fse could confirm the ventilator failure upon checking the device on-site and has replaced the pump assembly and some peripheral components. The device was returned to service after having passed the full scope of tests. Unfortunately, the replaced parts were not available. Thus, evaluation was limited to analysis of the log file. It could be determined that the device passed the self-test in the morning of the date of event. The procedure went stable and unremarkable for several hours until a deviation with the vacuum pressure inside the ventilator assembly was detected. The corresponding alarms were posted repeatedly until the machine shut-down the automatic ventilation and switched to manual mode. The user completed the procedure by means of manual ventilation and, no patient consequences have occurred. Draeger finally concludes that the device responded to an error condition as specified i.e. Switched off the automatic ventilation and alerted the user to this condition by corresponding alarms. Manual ventilation as well as monitoring functions remain available to the full extent. The repair measures were appropriate to correct this type of failure. A malfunction of a component after approximately 10 years of service is considered acceptable. On-site investigation.

Event description:
Please see initial-report.